Event description:
It was reported that the patient received a vibratory notifier alert due to out of range atrial lead impedance. Auto mode switch episodes due to noise were observed on the egms. The patient would be monitored and reviewed in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.